Manufacturer narrative:
(B)(4). The product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
Boston scientific received information cardiac resynchronization therapy defibrillator (crt-d) replaced a previous device that was removed from the patient electively back in (B)(6) 2013. No allegations have been made against this device from any medical professionals. Boston scientific's legal department received paperwork in (B)(6) 2015 that a representative for the patient (deceased as of (B)(6) 2014) has filed a lawsuit with boston scientific. The legal claim asserts that the boston scientific products were defective and corrosive, and it's implantation caused serious and fatal injuries and damages to the patient. The legal claim asserts boston scientific was negligent in the design, manufacture, fabrication, storage transportation, and sale of the device and leads and this negligence was the direct and proximate cause of the serious and fatal injuries and damages to the deceased. The legal claim also asserts that boston scientific failed to test the device appropriately and failed to produce the proper voltage which caused the deceased to suffer a cardiac arrest. In addition to the injuries already mentioned, the legal claim states the patient required continual medical aid, hospitalizations, attention, treatment and services; incur expenses and loss of wages all until his death.